Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement into the guide catheter, the nc trek dilatation catheter separated at the hypotube. There was no resistance noted upon advancement. The separated segments were removed without difficulty from the guide catheter. There was no adverse patient effect and no clinically significant delay. A second nc trek was then prepared and used with issue. No additional information was provided.